Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-15269. Reference MFR report: 1627487-2013-15270. Reference MFR report: 1627487-2013-15271. The pt had two leads (from different lots) and two lead anchors (from the same lot) implanted as part of his scs system. It was reported the pt developed a staphylococcus infection approximately 2 weeks after having his scs system implanted. The pt was given both oral and IV antibiotics. The pt's entire scs system was subsequently explanted. The physician indicated the infection is not thought to be related to the scs system itself. Since the scs system was explanted, the pt is doing fine.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.